Event description:
Additional information received indicated the right ventricular lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The noise and oversensing was reproducible during lead provocation testing. The physician alleged lead insulation damage to be the cause of the event, however, it was not confirmed via diagnostic imaging. The rv lead is anticipated to be revised when the routine device exchange procedure is performed. The patient was in stable condition and will continue to be monitored.